Manufacturer narrative:
(B)(4).

Event description:
This lead was revised due to no output. Home monitoring showed no rv capture and an xray confirmed the rv lead was not past the connector block. Physician implanted a new device after multiple attempts to push pin past connector block. New device was implanted and connected well. No adverse patient events were reported. Should additional information become available, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.